Manufacturer narrative:
The apollo catheter will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Related mdrs for this event: 2029214-2020-00289. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that apollo catheter separated as it was difficult to remove from the onyx cast. This patient has had multiple treatments in radiology to address his large cerebral arteriovenous malformation (avm). First presentation was when it ruptured. This case was to embolize another feeder that had not previously been treated. The inr was unwilling to pull the microcatheter out while he had no visibility but the 7-minute delay in rebooting the machines meant the catheter became difficult to remove from the onyx cast. Aspiration on the syringe and traction were unsuccessful. Strong traction resulted in the catheter broke/ separated about 10cm from the tip, and resulted in a rupture of the feeding vessel, which was treated effectively with coils. The device and the accessory devices were prepared as indicated in the instructions for use (IFU). There was no resistance when the onyx was used. 0.1 ml per minute was the injection rate. The vessel anatomy was moderate in tortuosity. The patient was asymptomatic post the intervention.